Manufacturer narrative:
(B)(4). Batch #: t5ad4r. (B)(4). Device analysis: the analysis results found that a sr75 reload was received with right gripping surface damaged and the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon tried to fire the ntlc, but the knife was not move forward. The nurse replaced the cartridge with new one. There were no patient consequences.